Manufacturer narrative:
The insulin pump was received with no(act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify program alarm anomaly and unexpected restart alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed audio/vibrate anomaly, unexpected restart and unresponsive keypad. The customer was assisted with button error/keypad anomaly troubleshooting. The customer's blood glucose level was 97mg/dl at the time of the incident. The customer they had the audio/vibrate anomaly alarmed tried to clear it by removing and re-inserting the battery. The customer stated that when they re-inserted the battery, the unexpected alarm occurred and the keypad became unresponsive. The customer stated that the time on the clock advanced when monitored. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.